Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer¿s ilet system displayed an incompatible sensor message when attempting to start a cgm session because the customer had a freestyle libre 3 sensor rather than a freestyle libre 3 plus, resulting in a cgm-device compatibility issue. Symptoms included no adverse clinical effects and no reported glycemic symptoms. Outcomes included temporary interruption of cgm data and the customer¿s decision to use a blood glucose meter for fingerstick monitoring until obtaining compatible sensors. Investigation included customer interview, device use review, product labeling review, and troubleshooting and education regarding compatible sensor requirements. Investigation of this case revealed use of an incompatible third-party cgm sensor, consistent with user/system incompatibility. It was concluded that the event was due to use error related to selecting a noncompatible cgm sensor, with device function otherwise operating as designed.